Event description:
It was reported that during a routine pulse generator changeout procedure, fluoroscopy confirmed chronic dislodgement of the atrial lead. The lead was disabled. The patient was in good condition pre and post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.